Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: a piece of the device was lost during surgery. The piece was retrieved and is being returned along with the device. It could not be reported if or time was delayed. No patient injury was reported.

Manufacturer narrative:
(B) (4).